Event description:
A motor stall occurred. The pt was hospitalized and discharged on oral morphine. No replacement was done as the pt's general health was not good to stand the procedure. As of (B) (6) 2010, the pt was on high dose of oral medications and there was no plan for replacement due to pt's condition. The pump was used to deliver medications for cancer pain: morphine 9.7 mg/ml (dose 12 mg/day). Clonidine 52.5 micro gram/mi (dose 65 micro gram/day).

Manufacturer narrative:
(B) (4)